Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage on keypad traces. Device had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding properly and the insulin pump alarmed button error. She removed and reinserted the battery and alarm occurred again. Customer stated she keeps the insulin pump in her bra. Blood glucose value was 180 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.